Event description:
It was reported that the right ventricular lead exhibited noise that was oversensed by the device and led to pacing inhibition. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of sensing noise was confirmed. Final analysis found that the insulation was abraded at 18.5 cm to 18.8 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.